Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: thumb knob freeze resulting in partial deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of a heavily calcified and tortuous superficial femoral artery, the xceed stent was being deployed at the intended site when the deployment thumb knob froze and would not turn. Force was applied in the deployment attempt resulting in the thumb knob spinning freely and handle breakage. The stent was removed as one unit by using a catheter. A second xceed was used to complete the procedure. There were no reported pt sequelae. Though requested, no add'l info was available.